Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility to obtain additional information regarding the reported the reported event and limited information was provided. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the protective coating (teflon pad) on the jaw peeled off exposing metal. It was reported that the incident occurred while the surgeon was amputating the uterus, after the blood supply had been secured. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility. Olympus received additional information that states a second hand-piece was used and the probe broke; however, the procedure was completed. No device fragment fell into the patient. This is 1 of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. The reported complaint was confirmed. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be charred, separated and missing a portion exposing metal. The missing teflon pad portion was not returned for evaluation. The device was also attached to the test usg-400/esg-400 and passed the probe check. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Based on the investigation findings, the jaw is not broken, still intact and functional as it could be opened or closed smoothly without an issue. The damage of the teflon pad can be attributed to no tissue or insufficient tissue between the probe and jaw during activation.